Manufacturer narrative:
Similarities between the component tip protectors and caldera'a heat-shrink tubing make investigation findings inconclusive.

Event description:
The patient with a complex medical history including a single kidney, abdominal adhesions, sacrocolpopexy, and pelvic organ prolapse, underwent both robotic-assisted and traditional surgery. At the six-week post-op follow-up, recovery appeared normal. However, by the ten-week mark, the patient reported localized pain at the left supra-pubic incision site, where 3/4 to 1 inch clear plastic tube-like object emerged, possibly from an infection. The patient initially identified the pain as originating from the supra-pubic incision but later revised the assesment, attributing it to a robotic incision site. The surgeon and one closely monitored attending were present at the case. Photographs showed the incision as closed and healing. Dr. Lind recommended identifying all 50 components used in the robotic system, noting the expelled object resembled a tip protector used robotic-assisted surgery similar to caldera medical's heat-shrink tubing. Despite the complication, the overall surgical outcome was positive.